Event description:
Patient was injected with IV contrast into l ac, she noted pain/swelling immediately. Vascular access team assessed hyaluronidase was given. Plastics consulted. Presentation was consistent with left arm compartment syndrome and was taken to the or emergently for forearm fasciotomy with possible hand fasciotomy by plastic surgery service. There were no gaps in care, auto injector was set with parameters well within the device manufacturer's instructions for use.